Manufacturer narrative:
There was no patient injury or impact to the patient as a result of the tip separation. The device history records were reviewed with special attention to components, subassemblies and in-house manufacturing processes. This lot met all acceptance criteria for release. The investigation performed to date confirmed tip separation. The root cause of the tip failure could not be determined based on the available information. Further investigation is warranted and in process.

Event description:
During device preparation, per the instructions for use, the physician ran their fingers over the catheter and the tip detached. Device had no patient contact.